Manufacturer narrative:
A review of the device history record for strattice lot s11142 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 30/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ repair with strattice mesh device lot s11142-073 on (B)(6) 2023. The patient underwent a ¿repair of recurrent ventral hernia¿ on (B)(6) 2021 for ¿hernia recurrence, severe pain and all other conditions listed in the records¿ the dos is listed as (B)(6) 2023 which is not possible based on the lot number and the date of ¿revision or removal¿ surgery however the initial 'short complaint form' listed the initial date of surgery as (B)(6) 2013 therefore it is assumed the 2023 year is a typo. The ppf form also indicates the patient was implanted with non-abbvie devices, "bard ventral polypropylene¿ during the (B)(6) 2021 procedure. No ¿revision¿ or ¿removal¿ was reported for the non-abbvie devices. The ppf form does not clarify if the strattice device was explanted. The patient claims the implantation and failure of the strattice mesh resulted in ¿chronic pain and a hernia recurrence which required additional surgical procedure. The patient continues to experience symptoms, including but not limited to pain and discomfort as a result of the recurrence caused by the failure of the strattice hernia mesh implant.¿ no other information was provided. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.